Manufacturer narrative:
This event was discovered when pmt initiated a voluntary, proactive, chart review of over 400 patients to explore and collect data regarding the clinical performance of pmt devices in real-world use. A (B)(6) female patient underwent multi-level circumferential fusion in which the implant was not placed in an ideal position, potentially contributing to nerve root impingement and pain. 12 days post-operatively, the surgeon removed the device to alleviate pain. The surgeon confirmed malposition of the device at the c4-c5 level. The cages were removed with no subsequent clinical sequalae. The patient is doing well and no subsequent issues have been reported.

Event description:
(B)(6) female patient underwent successful circumferential fusion at c3-c5. The patient reported pain and implant malposition was confirmed via x-ray which potentially contributed to nerve root impingement and pain. 12 days post-operative, the implant was removed and not replaced. The patient has healed well and no subsequent issues have been reported. No device defect or malfunction was reported by the surgeon.